Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads, cracked and bleeding lcd glass and broken battery cap nearslot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery cap cannot be opened and they have tried all remedies. Customer's blood glucose was 109mg/dl at the time of incident. Troubleshooting found that the customer tried using a quarter and a screwdriver and nothing has worked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.